Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately four months after lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed), and there was cosmetic depression and cosmetic environmental stress cracking of the outer insulation. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was cosmetic environmental stress cracking and cosmetic depression of the outer insulation. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the inner tubing was cut, the outer insulation was breached cut, the outer tubing overlay was breached cut and there was apparent explant damage.